Manufacturer narrative:
The ge service rep conducted an onsite investigation. The high capacity disk was replaced and the filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system would shut down without user input. No pt injury was reported.